Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw would not lock into a plate during surgery. During installation, the screw would not lock into the plate so it was removed and replaced with an alternative screw. There were no reports of patient injury associated with this event.

Manufacturer narrative:
UDI number: (B)(4). The returned screw was evaluated. There were markings on the device indicative of use, but no major discrepancies were found. The screw was found to function as expected when tested with mating parts and bone foam. The event could not be recreated, so the complaint cannot be confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.